Manufacturer narrative:
Moog motor blower assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the moog motor blower assembly revealed no evidence of damage or contamination. The returned moog motor blower assembly was installed in the fi test ventilator and tested with in house power supply. Operational test was performed and the ventilator did not boot up from ac and did not deliver breaths. The ventilator went ventilator inoperative with error code message of air valve liftoff failure. After starting the ventilator in diagnostic ventilation mode, the blower assembly paused during startup. The blower assembly oscillates that causes the error during testing. The blower motor winding resistance test was performed and results within specification. The hall effect sensor test was performed and revealed the hall sensor hb output does not toggle when the motor shaft is rotated indicating that the hall effect sensor hb are nonfunctional. The determination could be made that the device failed to meet specifications. Root cause for the reported issue is due to bad hall effect sensor hb causing the blower not to function.

Manufacturer narrative:
Failure investigation (fi) lab received the blower motor controller for evaluation. Visual inspection of the returned blower motor controller revealed no evidence of damage or contamination. Fi technician tested the blower motor controller with in house third generation power supply and cpu pcba. Fi technician then installed all three parts into the fi test ventilator and performed functional tests. The ventilator operate without any problems. The reported problem could not be confirmed due to no faults were observed. Root cause for the reported issue could not be determined due to no problem found. The ventilator operated without any problems.

Event description:
The customer reported that the unit has insufficient air supply. Through follow-ups, customer indicated that there was patient involvement; however, there was no harm to the patient or the user. The customer did not have patient details.